Event description:
It was reported that during the bone marrow biopsy procedure during use of the jamshidi needle, some thin layer peeled away from the needle after the needle was removed from the patient. It was further reported that two core samples were obtained with the same needle, but one core sample was fragmented. Despite these issues the core samples were collected, and the patient was discharged from the hospital. There was no patient impact.

Manufacturer narrative:
H11: h3 (device eval by manufacturer) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. A photo was provided for evaluation. The photo review is underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the lot number for the device was provided. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. One sample and one photo was provided for analysis regarding debris. During sample and photo evaluation, the results of the investigation confirmed the presence of a fibrous debris. The source of the debris was unable to be confirmed. A definite root cause could not be determined. The material did not appear to be associated with materials provided within this finished product. D9 (device available for eval? And returned to manufacturer on), g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction, additional information, and device evaluation), h3 (device eval by manufacturer?), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions), initial MDR MFR report # 1625685-2025-00068, site legal name (FDA) reported, carefusion 2200, inc. - mannford, ok / 74044; site registration number (FDA) (B)(4). Correct site legal name (FDA) is, vernon hills; site registration number (FDA) (B)(4). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the bone marrow biopsy procedure during use of the jamshidi needle, some thin layer peeled away from the needle after the needle was removed from the patient. It was further reported that two core samples were obtained with the same needle, but one core sample was fragmented. Despite these issues the core samples were collected, and the patient was discharged from the hospital. There was no patient impact, and the patient was successfully treated.